Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient recharges their device every three days until it was 100% full, which takes about two hours. The patient finds that the device turns itself off within a day or two of recharging. The patient simply turns it back on again. The battery capacity prior to recharging was ¼ on the patient programmer, and ½-3/4 on the recharger. The lowest the battery has been on the recharger was 1/3. The charge coupling at time of recharging was usually 8/10 boxes coupled, on (B)(6) it was 100%. The ins doesn't restart itself when the self-turn on was initiated, the patient has to restart using the patient programmer. No symbols appear on the patient programmer when the patient turns the ins back on again. No further complications were reported or anticipated.

Manufacturer narrative:
Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the ins turning off was unknown, but related to recharge. The actions taken to resolve the event was changes to recharge interval, trial of different recharger and patient programmer. The event has not resolved. The patient¿s indication for use included neuropathic leg pain.